Event description:
Same case as MDR# 2134265-2013-05279. It was reported that the stent was missing. Vascular access was obtained via the femoral artery. The de novo, 100% stenosed lesion being treated was located in the right coronary artery. During preparation, the physician noted that the stent of an 24x4.50mm omega stent delivery system was missing. The device did not enter the patient. The physician then began to prep a 28x4.50mm omega stent and it was noted that the edge of the stent was deformed. The device did not enter the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR.: the balloon was tightly folded and there was no indication the balloon was subjected to positive (inflation) pressure. Microscopic inspection confirmed the presence of stent strut impressions on the balloon, confirming that the stent was appropriately positioned and crimped during manufacturing. Inspection of the device presented no damage or irregularities that could have caused or contributed to the reported stent dislodgement. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4). Age at the time of event: 18 years or older. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR# 2134265-2013-05279. It was reported that the stent was missing. Vascular access was obtained via the femoral artery. The de novo, 100% stenosed lesion being treated was located in the right coronary artery. During preparation, the physician noted that the stent of an 24x4.50mm omega stent delivery system was missing. The device did not enter the patient. The physician then began to prep a 28x4.50mm omega stent and it was noted that the edge of the stent was deformed. The device did not enter the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.